Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a surgical intervention on (B)(6) 2023 (related manufacturer reference number: 3006705815-2023-07214 and 3006705815-2023-07215), the ipg became unable to communicate with external devices. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting did not resolve the issue. Due to this, the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found it was in service application state due to a stuck processor, after recovery, normal bonding between the ipg and clinician programmer was observed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of the procedure. The event details stated: ¿used electrocautery over the implant site¿.